Event description:
As reported, an 8f 90 cm multi-purpose a (mpa1) vista brite tip guiding catheter was found to be "broken" upon opening the package. The term "broken" refers to a crack in the middle. Another vista brite tip catheter was used to complete the procedure. No patient injury was reported. The specific damaged part of the device was not identified, only noted as confirmed cracking and returned. The product was stored and handled according to the instructions for use. No device damage was noted prior to opening the package, and there was no difficulty in removing the device from the sterile packaging. The device was prepared in accordance with the IFU, and no difficulty was experienced during preparation. Multiple attempts to obtain supplemental information (clarification) were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, an 8f 90 cm multi-purpose a (mpa1) vista brite tip guiding catheter was found to be "broken" upon opening the package. The term "broken" refers to a crack in the middle. Another vista brite tip catheter was used to complete the procedure. No patient injury was reported. The specific damaged part of the device was not identified, only noted as confirmed cracking and returned. The product was stored and handled according to the instructions for use. No device damage was noted prior to opening the package, and there was no difficulty in removing the device from the sterile packaging. The device was prepared in accordance with the IFU, and no difficulty was experienced during preparation. Multiple attempts to obtain supplemental information (clarification) were made; however, additional event details were not provided. A non-sterile catheter, gc 8f .088 mp a-1 90cm, was received coiled inside a plastic bag and unpacked for product evaluation. The catheter was thoroughly inspected, and no cracks were observed. However, several kinks were identified at approximately 10, 24, 53, and 84 cm from the brite tip, with no other outstanding details noted. Dimensional analysis was conducted to verify the inner and outer diameters at three locations, and all measurements were found within specification. The reported customer event ¿catheter (body/shaft)- cracked¿ was not seen during the product evaluation. Instead, multiple kinks were observed on the returned device. The account reported that the device was stored in accordance with the instructions for use (IFU); however, the kinked condition of the catheter is suggestive of potential handling or storage factors. A definitive root cause could not be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.